Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had experienced multiple strokes post implantation of the lvad. Prior to the implant, the patient had reportedly been very sick with multi-organ involvement and had remained hospitalized after the implantation of the lvad. A tracheostomy had been required after the surgery but the patient was unable to be weaned off the ventilator. The patient subsequently expired due to an embolic stroke and the family declined an autopsy.